Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-21414297-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe char on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 4 minutes, 26,571 joules while using the surgical fiber during a prostate procedure, the fibers distal tip was observed to begin spinning inside the metal cap, causing the laser energy to discharge inside of the fiber cap and resulting in a "fiberlife" warning message. The fiber was replaced and the procedure completed using the second surgical fiber, however, the same issue was observed to occur with the second fiber. Patient outcome: "ok" - there was no injury reported. This report is for the second surgical fiber used.